Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (holding sleeve-long for matrix, part number 03.632.036, lot number 6489806). It was reported that the tips of the matrix holding sleeve ¿long (03.632.036) are broken. The issue was identified during inspection activities of the evaluation set. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned instruments were inspected and the complaint condition was able to be confirmed. The first two (2) threads of lot 6489806 (mfg 26-jan-2011) were peeled apart but not broken off from the remaining threads. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. Relevant drawings for the returned matrix holding sleeves ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint conditions. Changes to the design were made in april 2011 to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: there was no reported patient involvement associated with the complained event. Event date: unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jan 26, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine equipment inspection of evaluation sets, the tips of two (2) holding sleeve-long for matrix were discovered to be broken. There was no reported patient or procedural involvement associated with the reported event. This report is 1 of 2 for (B)(4).